Manufacturer narrative:
Device passed displacement test; it failed self test. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion on components located towards the top of the board and on the back of the lcd screen. Unable to perform the prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests due to the pump error 75. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error alarm. The blood glucose level was 6.4 mmol/l at the time of incident. The insulin pump will not be returned for analysis.